Manufacturer narrative:
Unit received with intermittent up arrow button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window and battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are rusted and not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was provided.